Event description:
It was reported that a lead warning was triggered for high atrial impedance. During testing, both the atrial and ventricular lead had high impedance and low sensing values. A chest x-ray did not reveal any obvious issues. When testing was repeated, the impedance values were within normal limits. During the revision procedure, the leads had normal lead performance per the analyzer, so the device was explanted and replaced as a header issue was suspected. No patient complications have been reported as a result of this event.

Event description:
It was reported that a lead warning was triggered for high atrial impedance. During testing, both the atrial and ventricular lead had varying and high impedance and low sensing values. A chest x-ray did not reveal any obvious issues. When testing was repeated, the impedance values were within normal limits. During the revision procedure, the leads had normal lead performance per the analyzer, so the device was explanted and replaced as a header issue was suspected. No patient complications have been reported as a result of this event.

Event description:
It was reported that a lead warning was triggered for high atrial impedance. During testing, both the atrial and ventricular lead had high impedance and low sensing values. A chest x-ray did not reveal any obvious issues. When testing was repeated, the impedance values were within normal limits. During the revision procedure, the leads had normal lead performance per the analyzer, so the device was explanted and replaced as a header issue was suspected. No patient complications have been reported as a result of this event. (B)(6) 2012: the impedance was noted to be varying and high.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and shorting/low resistance was noted on the hybrid. Copper trace anomalies were noted on the stacked chip scale package (scsp). System breadboard (sbb) simulations (shorting between ahm and cfbm) resulted in symptoms similar tothe reported field failure (high lead impedance on atrial and right ventricle). The scsp is on hybrid position u10 part number 5415363003 from lot 2mkmz.2n.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a lead warning was triggered for high atrial impedance. During testing, both the atrial and ventricular lead had high impedance and low sensing values. A chest x-ray did not reveal any obvious issues. When testing was repeated, the impedance values were within normal limits. During the revision procedure, the leads had normal lead performance per the analyzer, so the device was explanted and replaced as a header issue was suspected. No patient complications have been reported as a result of this event. (B)(6) 2012: the impedance was noted to be varying and high.